Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The bolt in the base keeps backing its way out as the spring compresses.

Manufacturer narrative:
The device was evaluated by the returns department which found that the shoulder screw that attaches the handle mounting bracket to the cross support has come loose/out.

Event description:
The bolt in the base keeps backing its way out as the spring compresses.